Manufacturer narrative:
The device is retained by hospital and not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the box was opened, the hi-torque bmw universal guide wire (gw) was noted to be separated into 2 pieces. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The investigation determined the reported material separation appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9, h3: device available for evaluation h6- component code 4755 - removed h6: type of investigation code 4114 - removed h6: investigation conclusions code 4315 - removed.